Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the pt/layperson alleged that his one touch ultra meter was in the set up mode after he replaced the battery at 7 p.m the day prior. The cca assisted the pt to reset the meter. When asked, th pt stated he had thirst, frequent urination, and lethargy at 8:00 am the next morning, after the perceived issue began. The pt injected 10 units of insulin, type not provided. Presumably continuing to have the symptoms, the pt injected 10 more units at 9:30 a.m. The pt received no medical intervention from an hcp or other individual. The cca replaced the meter and test strips. This specialist successfully reached the pt the following month. The pt reported the following. The pt confirmed the cca's documentation. The pt does not recall blood glucose results before he had to replace the battery, stating, "sometimes it is high and sometimes low depending on how much carpet I have to lay." The pt has no symptoms until his blood glucose is "really high." His response to when he takes his insulin twice a day and how much was, "whenever I think I need it." Unable to obtain a result with the meter on the day prior to original date, since it was in set up mode and since his backup meter also required a new battery, the pt reportedly took 5 units novalin regular and 30 units novalin n so that his blood glucose would not increase during the night. This was a standard amount he often takes. At some point after the cca assisted the pt to set up the meter, he tested; result "high" (over 600). The pt did not allege harm. Due to the pt's symptoms that meet the criteria for serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.